Manufacturer narrative:
Other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger. : analysis of the desktop charger (37761) found that it had a broken connector pin. H6: fdd c62952, c62968, c63026 and c62955 apply to the desktop charger (37761) fdd c63026 and c63030 apply to the ins (37714) all fdm and fdr codes apply to the desktop charger (37761) fdc 92 applies to the ins (37714) fdc 11 applies to the desktop charger (37761). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was bent and that the ins recharger was not taking a charge/had a blank screen. The patient stated that the last time they used the insr to charge the ins, they had to push the connector pin into the insr to keep it working. It was noted that the patient's ins was now dead and that they were unable to recharge it. A new desktop charger was sent to the patient. No patient complications/symptoms were reported.

Manufacturer narrative:
(B)(4) now applies to the desktop charger (B)(4). If information is provided in the future, a supplemental report will be issued.